Event description:
This lead was implanted on (B)(6) 2010 and extracted on (B)(6) 2011 due to chronically high thresholds of 4v at 1 ms. No other information known. Updated information received. The physician was dr. (B)(6) at (B)(6) hospital and medical centers in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).